Manufacturer narrative:
The motor error alarmed during basic occlusion and was unable to prime during test due to loose and or protruded drive support disk. The pump passed the excessive no delivery test. However, the pump was unable to perform occlusion test due to error alarm and prime fill anomaly. The motor was tested outside the device and passed the motor test. The pump was received with minor scratched display window, cracked case at display window corners, cracked on reservoir tube lip, cracked reservoir tube window, cracked reservoir tube window corner, cracked on battery tube threads.

Event description:
The customer reported via phone call of issues with motor error alarm when filling tubing. The customer's blood glucose level at the time of incident was 270mg/dl. Troubleshoot was conducted. The customer states they have had five error alarms in the day. The customer was advised the pump would be replaced and returned for analysis.